Event description:
It was reported that the patient had numbness and incontinence. The patient¿s healthcare provider (hcp) was contacted about these issues. The patient was in the hospital and was admitted on 2015 (B)(6). They had numbness on the mouth which began 2015 (B)(6) at 0200-0230, with a sudden onset. Numbness on their left side began 2015 (B)(6) at 0300-0330 with a sudden onset. Incontinence with a gradual onset began 2015 (B)(6), and they were reportedly usually not incontinent at all. There were no audible pump alarms. The reporter was wondering if there was a drug infusion system issue. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, lot# l54771, implanted: 1998 (B)(6); product type catheter product ID 8575, lot# j0203510r, implanted: 2002 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during a refill interrogation of the pump noted a motor stall and stopped pump period may exceed tube set in the event logs. Multiple motors stalls and recoveries (B)(6) 2015 (tube set) and motor stall recovery (B)(6) 2015 (date of interrogation.) The patient had an MRI sometime around the (B)(6) 2015 date, and the pump status was not checked. It was unsure if there was any electromagnetic interference (emi) interaction (B)(6) 2015. The patient was having no therapy issues at this time and had not heard the pump alarming. The hcp was going to monitor the pump for continued motor stalls. The drug that was used via the device system was compounded baclofen and clonidine. If further information regarding this event is received the report will be updated.